Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.

Event description:
During device test, the device would not turn on. The customer tried multiple batteries.